Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new system implant. During the procedure, the right atrial lead could not be implanted due to failure to maintain position. The lead was replaced during the procedure on (B)(6) 2020. The patient was stable before, during, and after the procedure.